Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when administering flagyl as a secondary infusion, it back flowed past the check valve into the primary bag. The IV pump was checked for broken equipment and was found to be normal. All of the tubing was changed and the medication was able to be administered. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary bag was confirmed. No anomalies were observed during visual inspection. Functional testing confirmed backflow indicating a faulty check valve. Testing of the used part by the supplier was unable to replicate the backflow. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the secondary back flowing into the primary bag was not identified.